Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a customer noticed after the post-treatment that approximately 20% of the anchors were torn out. It was further reported that this has occurred with the speedbridge kit as well. The customer itself did not provide one complaint until today and it is unclear if additional treatments were necessary due to the failure of the anchors. It was further reported that no similarity between the affected patients could be identified. No further information received.

Event description:
Update 07-feb-2024 dw: further information was provided that the customer is unable to provide additional details regarding the reported event.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to a patient-specific event.